Event description:
It was reported by a customer on (B)(6) 2011, the fiber forward fired at 132,561 joules. The physician decided to end the case at that point. The procedure ended at 132,561 joules. Additional information reported by the customer was the forward firing condition was noticed at the end of the procedure. This occurred while inside of the patient; however, it did not cause any issues with the patient. Nothing was observed with the fiber aim beam. There were no observations leading up to the incident. No error codes were displayed on the console when this event occurred.